Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 24.6cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper distal tip was flared. The device appeared to have blood in the balloon. The device was inflated using an inflation aid attached to the detached distal section of the hypotube shaft and the balloon was observed to have a pinhole leak.

Event description:
It was reported that the balloon could not cross the lesion. The target lesion was located in the percutaneous coronary intervention (pci) to mid left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for pci. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed. No further complications were reported. However, device analysis revealed a pinhole leak 1mm distal to the proximal markerband and a break 24.6cm distal to the distal end of the strain relief.